Event description:
The reporter states that the lancet protrudes past the cap of the accu-chek multiclix lancet device. She did not confirm if it occurred before/after firing. The reporter did accidentally stick herself. No medical attention required. No reported actions taken or treatment given. No adverse event reported. New lancet device with lancets sent and return requested.